Event description:
There was no device malfunction reported. Moreover, it was noted that after implantation his hearing performance with the device deteriorated from time to time until he decided to get the device explanted. Additional information received stated that the last audiological testing was done about a year ago and at that time the surgeons offered to either revise the placement of the floating mass transducer (fmt) or to explant the device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field, the device was explanted due to a deterioration in hearing performance. However, an exact root cause cannot be determined due to limited available data. The reported issue can either be related to a migration of the floating mass transducer (fmt) or to the recipient no longer being in the audiological criteria for the device. This is a final report.

Event description:
Reportedly, the user's hearing performance with the device deteriorated and ultimately it was decided to explant the device. Approximately one year before explantation, audiological tests were conducted. At that time, medical professionals offered either to revise the placement of the floating mass transducer (fmt) or to remove the implant completely. The explantation report does not specify whether the fmt was still in place at the time of explantation, however, it was stated that the explantation was not due to a malfunction of the device.